Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor displayed a service code 203 (pulse test fault) during functional testing. The cause for the fault was improper output from transistor q12. The cause for the improper output from q12 was defective component u8 (power mosfet). The root cause for the defective component u8 cannot be positively identified. No adverse event resulted from the defective component. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) displayed a service code 203 (pulse test fault) during pulse testing. The last patient to use this monitor did not report any deficiencies.